Event description:
It was reported that on impaction of the cup, the handle broke.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: visual inspection was performed as part of the material analysis report (mar). Images of the device are included in the mar. The reported event was confirmed. There was a longitudinal crack in the universal impactor/positioner handle. A material analysis has been performed. The report concluded: ¿the part broke in overload from multiple impacts consistent with years of use. No material or manufacturing defects were observed on the surfaces examined.¿ conclusion: the reported event was confirmed. The reported device is under the scope of CAPA. The investigation determined the likely root cause of the event to be a design issue. The radel handle, internal shaft geometry, and strike plate were redesigned to reduce the likelihood of fracture.

Event description:
It was reported that on impaction of the cup, the handle broke.